Event description:
Clinical report states the patient had patellar grind syndrome that was treated with an arthroscopy and steroid injection.

Manufacturer narrative:
Depuy still considers this closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned and is presumed to remain implanted as no revision has been reported. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. Patient medical records and x-rays were provided. Review of the supplied investigational inputs confirmed the patient was initially treated for patellar grind syndrome at which time extensive patient scar tissue was removed. Provided information stated the patient post-arthroscopy pain was due to overuse of the knee. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.